Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was frozen and unresponsive during the load sequence. There was no patient involvement, as the pump was being used for demonstration purposes at the time of the event. Reportedly, the customer was able to continue with the load process.